Event description:
Per medwatch report, "IV tubing detached/broke off from distal tip". There was no report of pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been returned. Should the device be received, a f/u report will be submitted with the results of the eval.